Event description:
A home patient (hp) contacted global technical service (gts) to report that solution had leaked on the flow by the homechoice machine during the previous therapy. Gts assisted the care giver (cg) with setup, and it was revealed that the clamps were not being closed during prime. During follow up with the home patient (hp) confirmed the liquid had come from the open clamps. The hp stated that everything was fine and they had no more problems. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed because it was reported that the patient left the clamp open on an unused line. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.